Event description:
It was reported the patient was unable to adjust stimulation. The patient programmer displayed a "call your doctor" icon and an "out of regulation" condition. It was noted patient's device was in constant current mode. The patient had last been seen on (B)(6) 2013. No abnormal impedances were reported. The patient was not trying to increase settings when the issue occurred. It was noted the patient had lost therapy and was not doing well. Additional information received 7 days later reported the patient was hospitalized the day after initial report due to exacerbation of parkinson's symptoms and medication adjustment, also reported as increased dyskinesias. The patient had parkinson's disease medications overdosed. Both implantable neurostimulators (inss) had been rotated, and the left lead was fractured. It was reported the "dbs" was likely twiddled due to compulsive behavior. It was noted contact 1 was still intact. An x-ray was performed that showed the wire to appear intact. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still receiving benefit from contact that was still working and replacement was being discussed, but not yet done. Additional information received reported that the device likely twiddle due to compulsive behavior resulting in lead fracture.

Manufacturer narrative:
Product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va05216, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va04st0, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va04st0, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information reported that the patient experienced a loss of therapeutic effect. X-rays of the patient¿s device system showed ¿twisted wires¿ [whole wire was braided] along with one of the inss noted as upside down [suspected twiddling as previously reported but was denied by the family]. It was also reported that 3 or 4 of the electrodes were out of range [one contact was ¿hanging by a thread¿] and only one electrode was working for the patient the last time they saw their previous managing physician. It was reported that these issues began ¿maybe two months¿ ago. It was mentioned that the patient¿s family member saw a ¿picture¿ of doctor and a phone on patient programmer. It was also reported that the patient device therapy was on a current-based mode, single monopolar contact setting. The patient was going to be schedule for an ins battery replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).